Event description:
During craniotomy the neuro-resident was drilling hole in cranium and the perforator (codman) has an automatic stop when it goes through the cranium before the dura. However it did not stop and tore the dura.